Event description:
Treatment of an aneurysm. It was reported when the guidewire with an sl-10 catheter (bsc) reached a distal area of the sca, the torque and control of the guidewire was not good. The physician removed the guidewire, and found the distal section of the guidewire was stretched and kinked. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the break point showed the failure of the corewire occurred, due to torsional and tensile failure.